Event description:
Customer reported via insulin pump that the screen is cracked. The blood glucose reading is unknown. Customer states that the insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case on display window corner, cracked reservoir tube lip and stained end cap sticker.